Manufacturer narrative:
Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use (IFU) states that vessel dissection is a potential complication which may be encountered during all catheterization procedures the pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Event description:
A pressurewire x was used during a procedure on (B)(6) 2017. A vessel dissection was observed on the (B)(6) 2014. (Study (B)(6))

Event description:
A pressurewire aeris was used during a procedure on (B)(6) 2017. A vessel dissection was observed on the (B)(6) 2014. ((B)(6))